Event description:
It was reported that the catheter placed at the patient could not be flushed by normal saline successfully, so the doctor removed it. However, the flush function tested ok before the placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of inability to infuse is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation of the returned product revealed abundant blood use residues throughout the returned devices. Functional testing of the returned catheter and stylet revealed the stylet was not patent to infusion. The catheter was observed to be patent to infusion when the stylet was removed from the catheter. An observation of the inside of the luer of the stylet revealed abundant blood use residues occluded inside the luer of the stylet. Measurement of the distal valve revealed the valve was measured to be 0.25 in. In length, within specifications. It was determined that abundant blood use residues were the cause of the occlusion in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that the catheter placed at the patient could not be flushed by normal saline successfully, so the doctor removed it. However, the flush function tested ok before the placement. No other information was provided.